Manufacturer narrative:
Correction: section e4 - the correct selection should be "no information" rather than "no".

Event description:
New information received notes that the patient presented to the clinic for a follow-up. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was in backup mode. Programming changes were made. The patient's condition was not known.